Event description:
Surgeon noticed very small screw on the x-ray, which on closer inspection was found stuck to the op site on the pt's foot, the screw was part of the handle assembly and is one of the 2 that are on the distal end of the handle in the metal portion that can revolve.

Manufacturer narrative:
Investigation in process, but not yet complete.